Event description:
Pt is allergic to perfumes and many cosmetic products labeled as fragrance free are improperly labeled. Pt just purchased a rubber nasal aspirator and it is so perfumed that pt is unable to use it. Pt asks if nasal aspirator should be perfumed. Pt read in a parents magazine that in children, perfumes are the underlying cause of many ear infections.